Event description:
It was reported that: the doctor found that the swg was kinked during use on patient. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one opened cvc kit with multiple components, including a guide wire and a 20 ga introducer needle for analysis. Visual inspection of the guide wire revealed two kinks towards the distal end of the body. The distal j bend was misshapen but intact. Microscopic examination confirmed the damage. Both welds were present and observed to be full and spherical. The kinks in the guide wire measured 18mm and 24mm from the distal tip. The guide wire total length measured 453mm which was within the specifications of 439.2-458.8mm per product drawing. The kink location and the guidewire total length were measured via calibrated ruler. The guide wire outer diameter (od) measured 0.51mm via calibrated caliper which was within the specifications of 0.508-0.533mm per product drawing. The guide wire was functionally tested using the returned 20 ga introducer needle as per the instructions-for-use (IFU) provided with the kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." Per the product bill of materials, an ars was not included within this kit. In instances where an arrow raulerson syringe was not provided, the user was instructed to insert the guide wire directly into the introducer needle. The returned guide wire was fully threaded through the returned needle. Slight resistance was observed at the kinked portions of the guide wire but the undamaged portions advanced as expected without resistance. A manual tug test confirmed both welds were intact. The instructions-for-use (IFU) provided with the kit warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the doctor found that the swg was kinked during use on patient. There was no reported patient harm or consequence.